Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm no harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On march 26, 2022, the customer alleged charge/battery lasts less than expected and power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked battery tube threads, cracked case above arrow and battery icon, and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history, these battery related alarms were found: failed battery test alarm on march 26, 2022 at 22:02:07, 22:06:46, 22:09:26, 12:55:35, low battery alarm on march 26, 2022 at 17:06:01, on march 26, 2022 at 19:21:00, replace battery alarm on march 26, 2022 at 21:47:00, 22:07:00, power loss alarm on march 30, 2022 at 13:10:06, 13:10:17, insert battery alarm on march 26, 2022 at 22:01:33, 22:02:08, 22:06:46, 22:07:03, 22:09:26, 22:09:44, 22:08:56, on march 30, 2022 at 12:55:22, 12:57:06, 13:07:00. The device passed the displacement test, active current test, and self test, however the device failed the sleep current test due to high impedance. No unexpected failed battery test, low battery, replace battery, power loss, nor insert battery alarms during testing. Device was cut open to perform visual inspection and found moisture damage on electrical board and force sensor. Customer alleged for charge/battery lasts less than expected was confirmed due to high impedance during sleep current measurement. Customer allegation of power loss alarm was confirmed. Moisture damage confirmed on electrical board and force sensor. Sleep current measurement test failure suspected to be in electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads, cracked case above arrow and battery icon, and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: the pump passed the displacement test, active current test, and self test, however the pump failed the sleep current test due to high impedance. No unexpected failed battery test, low battery, replace battery, power loss, nor insert battery alarms during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and force sensor. Customer alleged for charge/battery lasts less than expected was confirmed due to high impedance during sleep current measurement. Customer allegation of power loss alarm was confirmed. Moisture damage confirmed on pcba 1 and force sensor. Sleep current measurement test failure suspected to be in pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.